Event description:
A malfunction alarm identified as malfunction code 13 occurred, and the customer was unable to reset it. There was no adverse impact to the customer's blood glucose level. Technical support assisted by sending a replacement pump with updated software and instructed the customer to return the faulty pump within ten days. Additionally, they provided guidance on using an alternative insulin delivery method and ensuring proper setup and storage of the pump.